Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a spare cutter. According to the complaint description the trepan did not stop after penetrating the skull. No patient harm was reported. Additional information was not provided nor available. The malfunction is filed under (B)(4) reference (B)(4).

Manufacturer narrative:
Investigation the investigation has been carried-out by the aesculap technical service (ats). The cutter was manufactured in (B)(4) 2011. According to our database, it has been repaired 12 times since production. The last four repairs were in (B)(4) 2016, (B)(4) 2017, (B)(4) 2018, (B)(4) 2019. The cutter was sent in with the shaft. The pair of cutters is blunt and has impact marks. Claws on the inner cutter and on the locking head gb300204 are very badly damaged. Cutter pair and sealing head must be replaced. On the locking head and on the outer cutter strong friction marks are visible. The described failure by the customer (cutter does not release after penetration) could not be readjusted. However, the described situation is known and can occur in certain cases. If the surgeon works with a blunt burr high pressure is necessary, therefore this error can occur. The cutter will not stop until the inner burr has completely broken through the top of the skull. Due to the current deviation, the root cause of the problem is most probably usage related. According the 8d report no CAPA was necessary.